Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The air separator was replaced on the device by the technician. Air separator was not returned to manufacturer for evaluation and the machine was returned to service.